Event description:
In 2009, the pt reported that every 2-3 weeks she will have elevated blood glucose readings up to 300 mg/dl. She ddi not have specific dates or readings. She stated she has no symptoms. To troubleshoot, the pt was instructed to check the time and basal rates on her insulin infusion device and she confirmed they are accurate. She said her device has not given any alerts or errors and she does not forget to bolus. She has had no air bubbles or leaks and no changes in activity, medications or diet. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.